Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 473 mg/dl at the time of incident. Customer's current blood glucose was 475 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting was not completed on the customer's insulin pump. Customer also reported their insulin pump went into threshold suspend when their blood glucose declined to 64 mg/dl. Customer also reported inaccurate readings with their sensor glucose. The customer's blood glucose was 405 mg/dl and their sensor glucose was 180 mg/dl. The customer also stated the cannula was not bent upon removal of the infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.